Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the ac power cord and top cover to address the broken components. The fse also replaced the power overlay switch to address the faulty led, and replaced the flow sensor assembly, oxygen solenoid valve and data acquisition board to address the watchdog error. The fse also replaced the blower assembly, battery, filters and tubing kits as part of preventative maintenance.

Event description:
It was reported that the unit had a broken cover, broken ac power cord, watchdog error (100b) and the light emitting diode (led) indicator failed to illuminate. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 26mar2019. An o2 solenoid, data acquisition board and gas delivery system (gds) were returned for analysis. An investigation was performed and the root cause was isolated to mechanical damage on a component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.